Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that after implantation of intraocular lens (iol) in the right eye, the patient could see the tiny print but anything past 20 feet is out of focus. The patient was experiencing blurry vision to the right side of the road. Therefore, the patient was facing difficulties while driving. The patients right eye, gives clear vision for close but not for mid and far vision. The patient feels that something was wrong with the lens. Additional information was received stating that the right eye of the patient could see close up but no medium or far distance. The patient also has discussed the issue with the eye care provider.